Event description:
The left breast became hard and numb five weeks postoperatively. Dr closed capsulotomy on the left which was very painful and not effective. The right breast had burning pain noted six to seven months postoperatively. Five to six years ago, she developed asthma for which antihistamines had helped. She also had a history of pleurisy, heart dysrhythmia and myalgias of the arm. She has significant right breast, right chest wall right axillary and right arm pain with any movement. She also has short term memory, dry eyes which is worse on the right, proximal muscle weakness. Physical examination shows a class IV contracture on the right, class iii contracture on the left. As a result of very symptomatic local chest wall pain, capsular contracture and systemic symptoms associated with rupture, it is medically necessary to remove both implants.